Event description:
The customer contact reported that the pt received less medication than expected. At an unspecified time, the device was programmed to deliver an unspecified medication and delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the display indicated the device was delivering and the green light in the cassette chamber was on; however, no fluid was being delivered. The amount expected to be remaining in the container was not provided. The device was removed from clinical use. Therapy was resumed using a replacement device. It was reported there was an unspecified delay in therapy; however, there were no reported adverse pt effects. No medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received. The investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated that on (B)(4) 2013 at 1238, channel a of the device was programmed to deliver iron sucrose 300mg/250ml, with a 125ml/hr rate, a vtbi (volume to be infused) of 250ml, for a duration of 2hrs, and delivery was started. Between 1238 and 1507, a check cassette alarm occurred twice and was cleared, delivery was started, an air in line alarm occurred twice, stop basic program occurred 7 times, air in line alarm was cleared, resume basic program 6 times, a flow restriction alarm occurred 6 times and was cleared 5 times, delivery was stopped 4 times, audible alarm silenced twice, cassette ejected 4 times, audible alarm resumed, device was powered power off and on, battery alarm occurred, standby mode entered 6 times and cancelled 5 times, channel call back alarm occurred and cancelled, cassette loaded 3 times, restored basic resumed, basic program stopped 3 times, resume basic program 3 times, a distal occlusion alarm occurred and was cleared twice, a proximal occlusion alarm occurred and was cleared. New date stamp of (B)(4) 2013 occurred. Between 1243 and 1352, cassette was ejected, standby mode cancelled and entered, and device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.